Manufacturer narrative:
Follow-up #1: date of submission: 06/07/2016. Device evaluation: the device has been returned and evaluated by product analysis on 05/24/2016 with the following findings: the pump's black box data from the date of the alleged event has been overwritten due to continued use of the pump. The available history showed no evidence of any call service 088 alarms. A 24 hour duration test was successfully completed with no call service alarms being duplicated. There was no evidence of internal moisture observed on the printed circuit board or internal components. The alleged issue could not be duplicated.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 088) issue. It was noted that this alarm occured three times in thirty days. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.